Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose and headache on unknown date with unknown blood glucose. The customer stated that they were unable to exit the load reservoir process. Troubleshooting was performed. The customer was in hurry. The insulin pump will not be returned for analysis.